Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple pump error. The customer¿s blood glucose was 2.9 mmol/l. The customer states the pump restarted after the pump errors and in the night the battery went dead. This morning the customer had a high blood glucose because of that they treated his blood glucose and reset the pump. The customer states had received pump error happened twice after a battery replacement so the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Insulin pump passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected trace pointers are invalid error, history pointers failed. The history pointers are corrupted error and post-reset ram crc alarm noted after battery insertion. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss alarm noted during testing or in the pump trace download. Insulin pump received with cracked retainer, minor scratched display window and scratched case.